Manufacturer narrative:
(B)(4): a philips field service engineer evaluated the device. The issue was determined to be a faulty ac power supply. The ac power supply was replaced which resolved the issue. The device passed all testing and remains at the customer site. This was a malfunction of the ac power supply.

Event description:
The customer reported that the ac power led was not bright. There was no pt involvement as this was discovered in testing. A philips field service engineer clarified that the device cannot boot up on ac power.